Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video was performed using the naked eye which revealed a leak at level of raw material (between tubing and clearlink connector). The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked through the injection port (tubing to port junction). This was observed during patient infusion using a pump. There was no patient injury or medical intervention associated with this event. No additional information is available.